Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: there was a call service 069 alarm when the pump powered on. Unrelated to the call service 069 alarm, the audio bolus button cover was missing. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the pump could not clear a call service 069 alarm. This report is made based on results of investigation completed on (B)(6) 2016.